Event description:
In (B)(6) 2017, I had a novasure ablation due to excessive menstrual bleeding that required me to have a blood transfusion. With the first period after, I had pain more than a period would be. My doctor's office told me this was normal. Within 5 months of my surgery, I was going to the emergency room with severe pain in entire abdomen that raised my blood pressure to 220/120 on average. I was diagnosed with post ablation tubal sterilization syndrome. The FDA should revoke its approval on this product. I was put on lupron depot, a chemo based drug but cannot afford it any longer. I am not a candidate for hysterectomy due to medical issues because of my ablation. This procedure is harming women. I would have went for hysterectomy over this if I wasn't assured that it was the best choice by my doctor. I was never told what happens if it fails. When I asked what the down side was, I was told it was no different than any other surgery. I will have pain until I no longer have periods and go into menopause because of failed procedure. The FDA should not allow doctors to perform this on women and not allow women to sue for damages, and continue medical care.